Event description:
The patient reportedly experienced an infection at the implant site and was prescribed antibiotics (type unknown). Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.